Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. Customer's blood glucose level was unknown. Customer reported that the button was not working anymore. Customer reported that the insulin pump's time was advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive bolus express buttons due to corroded keypad traces. Unable to perform self-test and displacement test or verify time or clock anomaly due to unresponsive button.